Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the main printed circuit board was out of electrical specification. The encoder flex was out of mechanical specification and the upper case and main seal were broken.

Event description:
It was reported that external pulse generator was returned for preventative maintenance. It subsequently tested out of specification during the manufacturer's analysis.